Manufacturer narrative:
The customer only returned the suspected contour next one meter for evaluation. No test strips were returned, therefore, in-house contour next test strips were used for testing. An in-house testing was performed using the returned meter with in-house test strips, which gave satisfactory performance. The initial report indicated the model # of the suspected contour next one meter as 7818. The correct model # associated with the meter is 7824. The model number has been updated with the correct model # and the associated device identifier number.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured in the customer's age and weight were not provided.

Event description:
The customer reported that within one minute, she obtained blood glucose readings of 262 mg/dl and 128 mg/dl on the contour next one meter and non-ascensia meter respectively. There was no allegation of an adverse event. The customer discarded the test strips. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.